Event description:
On two recent occasions, the device was found to be leaking blood, IV fluids, and/or lipids at the juncture of the y connection on the product. The most recent event resulted in some blood loss and need to flush partially occluded line as a result of the leaking.